Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it performed to specification up to (B)(6) 2012. Information obtained from the device confirmed that during the installation period the device failed the weekly self-tests on two occasions. There was no evidence obtained from the device to indicate the device was switching itself on automatically as reported. Investigation confirmed the device failed the weekly self-tests because of a low battery. The temperature of the device at the time of the self-tests was outside the lower limit temperature storage recommended for this device. Testing of the device did not confirm a fault with the device or any component on the device. The device and returned pad-pak from lot 695 both showed to be operating to specification. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.